Manufacturer narrative:
No functional tests were performed by philips. Philips remote service spoke with the customer information technology (it) representative and the customer requested onsite assistance. The field service engineer (fse) spoke with the customer it and the head of the biomed department over the next several days. The fse was not dispatched since they declined onsite visit. The head of the biomed team later verified that they found no issue with the system. The reported problem was not confirmed. It is unclear whether there was a connection loss at the time of the report. If there was a connection loss, it cannot be determined if an inop was present. The details, cause and resolution of the issue are unknown. The device remains in use at the customer site. This issue will be reported out of an abundance of caution. Reporting institution phone#: (B)(6). Reporter phone#: (B)(6).

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the alarms were not crossing over and received at the pic ix. The device was in use on a patient at the time of the event. There was no adverse event reported.